Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. The insulin pump alarmed compromised force sensor system during the prime test and alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the occlusion test, excessive no delivery and the delivery accuracy test due to compromised force sensor system alarm. Unable to verify excessive no delivery alarm and max fill alarm due to compromised force sensor system alarm. During visual inspection, the electronic assembly and motor had moisture damage. The vibrator motor was corroded. The insulin pump had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when reservoir was empty. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was able to rewind successfully. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.